Event description:
Customer states that unit was on charger for a couple of months, battery lights indicated full on joystick but chair left him stranded half way around the block. Red and amber light on charger.